Manufacturer narrative:
The unit was received with a partially broken off retainer ring and reservoir tube lip, cracked battery tube threads, and a minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called to report that insulin came out while she was changing the infusion set. The customer's blood glucose reading was 10 mmol/l. The customer stated that she did not drop the insulin pump, and also went to the hospital to troubleshoot the device and it was found that she was doing everything correctly. The customer reported that half a centimeter of the clear plastic ring around the reservoir was missing. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and to return their device for analysis.